Event description:
It was reported that this right ventricular (rv) lead exhibited out-of-range intrinsic amplitude measurements, increased threshold measurements, decreased sensing and loss of capture (loc) 2 days post implant. A lead dislodgement was suspected. The patient was admitted to the hospital, and an x-ray was performed. The results of the x-ray were inconclusive. The patient remains hospitalized awaiting a lead revision procedure on an unknown date. No additional adverse patient effects were reported. This device remains in service. Additional information has been requested, however, no additional information is available at this time. If information is provided in the future, a supplemental report will be issued. It was reported that a revision procedure was performed. The lead was successfully repositioned and lead measurements were stable upon completion of the revision procedure. The patient was discharged to normal follow ups. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited out-of-range intrinsic amplitude measurements, increased threshold measurements, decreased sensing and loss of capture (loc) 2 days post implant. A lead dislodgement was suspected. The patient was admitted to the hospital, and an x-ray was performed. The results of the x-ray were inconclusive. The patient remains hospitalized awaiting a lead revision procedure on an unknown date. No additional adverse patient effects were reported. This device remains in service. Additional information has been requested, however, no additional information is available at this time. If information is provided in the future, a supplemental report will be issued.